Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient developed skin irritation caused by the lifevest. The irritation was described as a dark red rash under the therapy electrodes. The patient consulted their physician who provided a salve. Follow-up indicated that the rash was completely resolved.